Event description:
The customer reported they were experiencing problems with emergin paging sys during a code, and that it did not send out the "red" alarm paging message for a pt in cardiac arrest.

Manufacturer narrative:
Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted, once the investigation is completed.